Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023. H6) investigation summary: customer returned 5 unused 32g x 4mm syriges. It was reported by the consumer that pen needles clog during injection, 5 affected. All the returned needles were not used, and have the tear drop label in place. Flow test was conducted to all the return needles and no clog issue , or other issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was not able to confirm the customer¿s indicated failure. The root cause cannot be determined as the issue was not confirmed.

Event description:
It was reported that 5 of the bd nano¿ 2nd gen pen needle clogged. The following information was provided by the initial reporter: consumer reported found 5 pen needles that clogged during the injection of 30units. Claims worked during the flow check. All on different days.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd nano¿ 2nd gen pen needle clogged. The following information was provided by the initial reporter: consumer reported found 5 pen needles that clogged during the injection of 30units. Claims worked during the flow check. All on different days.